Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 74 mg/dl (lab result) and 120 mg/dl (patient meter). The customer performed a second measurement after meal and received the following results within 15 minutes: 96 mg/dl (lab result) and 198 mg/dl (patient meter).